Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced dizziness and it was subsequently discovered the patient¿s right ventricular lead was oversensing. The patient¿s right ventricular lead was capped on (B)(6) 2018 and was replaced. The patient was stable after the procedure.